Event description:
Procedure performed: vnotes hysterectomy + usls. Event description: "during the surgery, when the dr. Inserted a 40 size needle to perform the usls procedure, the inner instrument shield (plastic ring similar to the big instrument shield) of the 10mm trocar slipped out of the trocar and slided onto the instrument. The dr.'s analysis is that he might have hit it when inserting the needle into the trocar as it was a big needle (size 40)". Additional information received via email on 24-mar-22: the entire component fell out. The instrument that was inserted in the trocar was a needle holder with a size 40 needle to perform the usls procedure additional information received via email on 06-apr-22 from applied medical product mgr: there was no patient injury associated with the event. There was no effect on patient. Patient status: there was no effect on patient. Type of intervention: the dr. Had to open the gel seal cap and remove the small plastic instrument shield from the instrument and then reattached the gel seal cap and continued the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the sleeve, had separated from the sleeve. Based on the condition of the returned unit and the description of the even, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical¿s instructions for use (IFU) states that "extra care should be taken when inserting and withdrawing angular and asymmetrical instruments, such as 'j' hooks and clip appliers." In addition, the IFU also states that, "all instruments should be centered axially when inserted through the seal."

Event description:
Procedure performed: vnotes hysterectomy + usls. Event description: "during the surgery, when the dr. Inserted a 40 size needle to perform the usls procedure, the inner instrument shield (plastic ring similar to the big instrument shield) of the 10mm trocar slipped out of the trocar and slided onto the instrument. The dr.'s analysis is that he might have hit it when inserting the needle into the trocar as it was a big needle (size 40)". Additional information received via email on 24-mar-22: the entire component fell out. The instrument that was inserted in the trocar was a needle holder with a size 40 needle to perform the usls procedure. Additional information received via email on 06-apr-22 from applied medical product mgr: there was no patient injury associated with the event. There was no effect on patient. Patient status: there was no effect on patient. Type of intervention: the dr. Had to open the gel seal cap and remove the small plastic instrument shield from the instrument and then reattached the gel seal cap and continued the case.